Event description:
Customer reported that the insulin pump has a crack on the screen. Customer stated that she fell outside in the rain. Blood glucose value is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had minor scratched display window and cracked reservoir tube lip. No crack noted on display window or on lcd glass. Device had moisture damage on lcd board and on mother board.